Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, insulin pump received stuck in the motor error loop during bolus and basal delivery. Insulin pump was unable to confirm error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with broken reservoir tube lip, cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the customer had a blood glucose level of 47 mg/dl. The customer treated with food and juice. The customer received a motor error alarm for his insulin pump. Standard troubleshooting was performed. The insulin pump was not exposed to a strong magnetic field. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.